Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead exhibited low impedance.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "lead was worn out". The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.